Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that an otoscopy and a video endoscopy revealed the conductor link of the vibrant soundbridge being exposed in the external ear canal. The pt was not deriving the optimum benefit out of the audio processor. The pt was re-implanted on (B)(6), 2011.